Event description:
Getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that keypad fell down during a demonstration due to defective adhesive point. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Initial reporter was operating room staff. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd may, 2024 getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that keypad fell down during a demonstration due to defective adhesive point. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that keypad fell down during a demonstration due to defective adhesive point. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective part was replaced by vcs2-400/600 - light head keypad with tk (ard368877555). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information gathered, the issue was discovered during demo. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the fact that the keypad detached remains an isolated case for this range of light (vcsii). So far the root cause cannot be established. Nethertheless, the supplier has been informed about this problem. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 3rd may, 2024 getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that keypad fell down during a demonstration due to defective adhesive point. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of g3 date received by manufacturer deems required. This is based on the internal evaluation. Previous g3 date received by manufacturer: 05/03/2024. Corrected g3 date received by manufacturer: 10/07/2024. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).